Event description:
It was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the part which was not removed migrated to the heart"), embedded device ("one essure was attached in the uterus") and device breakage ("one essure was broken during the removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essures were implanted". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("incomplete removal of essure") and medical device removal ("essure removal for unspecified reason"). The patient was treated with alprazolam. Essure was removed. At the time of the report, the device dislocation, embedded device, device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, device dislocation, embedded device and medical device removal with essure. The reporter commented: the patient commented that three essures were implanted. Due to malpractice 2 of them were removed with the fallopian tubes, the other one was broken by pulling on it from the vagina, this device was attached in the uterus. The part which was not removed, migrated to the heart, she will have medical consultation with the cardiologist next 28. They have performed resonances which is not allowed with essure. The patient commented that the affected women have to go the psychiatry for alprazolam to move ahead. She mentioned that she is suffering. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 10-jul-2018 for the following meddra pts: device dislocation: the analysis revealed 3627 cases (excluding this case). Embedded device: the analysis revealed 746 cases (excluding this case). Device breakage: the analysis revealed 2718 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 06-jul-2018. The most recent information was received on 10-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the part which was not removed migrated to the heart"), embedded device ("one essure was attached in the uterus") and device breakage ("one essure was broken during the removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essures were implanted". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("incomplete removal of essure") and medical device removal ("essure removal for unspecified reason"). The patient was treated with alprazolam. Essure was removed. At the time of the report, the device dislocation, embedded device, device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, device dislocation, embedded device and medical device removal with essure. The reporter commented: the patient commented that three essures were implanted. Due to malpractice 2 of them were removed with the fallopian tubes, the other one was broken by pulling on it from the vagina, this device was attached in the uterus. The part which was not removed, migrated to the heart, she will have medical consultation with the cardiologist next 28. They have performed resonances which is not allowed with essure. The patient commented that the affected women have to go the psychiatry for alprazolam to move ahead. She mentioned that she is suffering. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.